Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the 3.0 x 20 mm rx esprit ruptured at 6 atm at the first inflation. Reportedly, there were no patient effects. No additional event or patient info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. It was reported that the lesion was moderately tortuous and moderately calcified, which could have contributed to the balloon rupture; however, this cannot be confirmed. Without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.